Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in completing the reset. The malfunction code did not recur following the reset, and the customer was advised to continue using the pump and to call back if any malfunction codes recur.